Event description:
It was reported that during a hemicolectomy procedure, the device was placed in the patient and would not fire. The cartridge was replaced and the device fired but the firing handle did not spring back when it was released and it had to be pushed. The cartridge then fell out into the patient. Another device was used to complete the procedure. The procedure was extended by two minutes. Additional information has been requested to verify that the cartridge was retrieved.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.